Manufacturer narrative:
Replacement reagent was sent.

Event description:
Customer contacted beckman coulter inc., (bci) and reported that compartment a of the dbil reagent cartridge was shattered. No injury was reported on this issue.